Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set fell off during use on (B)(6) 2026. The infusion set was in use for 3 days. The patient went to emergency room on (B)(6) 2026. The duration of emergency room stay was for 36 hours. The blood glucose level was 349 mg/dl at the time of the event. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.